Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine visit the device is undersensing some atrial fib waves as they are too small. The atrial sensitivity was changed and it¿s sensing most but not all atrial beats. Patient not using the lead for pacing and she is programmed ddi. No plans to do anything else as this is a physiologic issue. Patient stable.